Event description:
The customer wa not seeing drops coming out the end of the tubing during the fill tubing process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.